Manufacturer narrative:
Additional information was received from the physician that no further information will be provided regarding this event.

Event description:
A report was received that the patient experienced left leg pain after the trial explant procedure. MRI results confirmed an epidural hematoma. The physician decompressed and removed the hematoma. The patient continued to lose the ability to move her lower extremities so the physician, suspecting a second hematoma, has decided to perform a second procedure. The patient was in the ICU and her status is unknown.

Manufacturer narrative:
(B)(4). The explanted lead was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced left leg pain after the trial explant procedure. MRI results confirmed an epidural hematoma. The physician decompressed and removed the hematoma. The patient continued to lose the ability to move her lower extremities so the physician, suspecting a second hematoma, has decided to perform a second procedure. The patient was in the ICU and her status is unknown.